Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the pump ran out previously in 2014. The patient experienced withdrawal and the return of pain. The patient never heard an alarm at that time. It was unknown what drug the pump was used to deliver at the time of the event. The pump currently contained fentanyl and clonidine.